Event description:
It was reported that patient was treated with antibiotic therapy (keflex 500mg and bactrim 800 mg per os then vancomycin 2000mg IV on (B)(6) 2014) due to cellulitis left lower extremity.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.